Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient just saw their neurologist this morning and the neurologist said the patient's implant on the right side had stopped working. Caller said they didn't know when the implant stopped working because they hadn't been using the programmer correctly. Caller asked if they should make an appointment to see the healthcare provider, and healthcare provider said it would be a good idea to have someone come out and go over all this again. Caller mentioned the last time they charged the implant, the implant said it was charged too rapidly, so they took the recharger out and said the implant was working fine, but the implant had been off for probably a month or two. Agent reviewed implant automatically turns off if it gets below 25%, and caller said they thought that happened. Agent offered to review how to turn the implant on and off over the phone when the patient was available, but caller said patient was at speech therapy at the time of the call. Caller will call back when patient is available for further assistance.